Event description:
Reference number (B)(4) event occurred in spain on (B)(6)2024, it was reported by the patient that six infusions set cannula was kinked within 3 hours of insertion. Event was occurred on(B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024, (B)(6)2024 and (B)(6)2024. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available

Manufacturer narrative:
Initial and final MDR(B)(4)- device 6 of 6